Manufacturer narrative:
Eval: a datascope 60 cc syringe was returned for eval. Visual examination revealed a piece of clear, broken plastic (of unk origin and not part of the syringe) lodged within the syringe's threads. After the plastic was removed, the syringe easily threaded onto a lab iab without difficulty. Probable cause of difficulty: after the plastic was removed from the syringe's threads, no defect was found in the syringe or the syringe tip. The piece of clear, broken plastic was not a part of the syringe. It is not possible to determine the origin of the plastic.

Event description:
When the dr connected the syringe with the iab, the tip of the syringe was broken. Event complications: none from the event-reported 11/10/97. Pt's current status: unk-rpt'd 11/10/97.